Manufacturer narrative:
H11: it was determined that the prismaflex hf20 set did not cause or contribute to the blood loss and patient¿s symptoms requiring a transfusion. Based on additional information received, the prismaflex set was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with a prismaflex hf20 set, the patient "lost more weight than prescribed" and "they lost 20 and got 60¿. Treatment was discontinued, and the patient was transfused with serum and platelets. It was reported the patient was not stable for a few hours during the night; however, the following morning, the patient was better, and treatment was to be started again. According to the reporter, three sets were used. During treatment with the first set, the blood was not returned due to clotting; however, the blood was returned during the two subsequent treatments with the prismaflex hf20 sets, and no issues were noted. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.